Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to charging issues. The leads were also revised due to high impedances. The patient was doing well postoperatively. The explanted device components were disposed by the medical facility.